Event description:
After use of the device for a cardiopulmonary bypass procedure, the user observed a leak in the main outlet line. No other details regarding the nature of the event were provided. Since the event occurred after use of the device, there was no pt involvement during this event.